Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. According to the limited information received the recipient's perception was unsatisfactory, however, no technical problem could be detected. Partial electrode insertion due to electrode migration might have contributed in minimal part to the reported problems, however the remaining available electrode contacts should have provided sufficient benefit. This is a final report.

Event description:
The user reported that her hearing with the device was affected and that she had been hearing cracking and popping sounds from the internal device for several months. She was seen at her clinic on (B)(6) 2023 and a revision surgery was scheduled. The user was re-implanted.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reported her hearing performance with the device was affected and she was hearing cracking and popping sound from the internal device for several months. The user has been re-implanted.